Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had a missing plastic piece around the battery cap still opens and closes and about the size of the pinky nail, width and depth. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.